Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported via intake left side "pain", "progressive hardening", "peri prosthetic fluid formation" and "capsular contracture IV". The device remains implanted. Singulair was prescribed as treatment.